Event description:
In the last follow-up on 14th june 2021 the time to eri was: 8 years, and in the follow-up performed on (B)(6) 2022, the time to eri was: 2 years and 8 eight month. The pacemaker battery has declined sharply from one year to the next. The autothresholds were activated to auto and the pacing is 100.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the analysis report attached.